Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during flap treatment on the patient's left eye bubbles were created superior temporal by the hinge where the bed cut finished. The bubbles created more bubbles which migrated inferiorly along the path where the side cut was to be placed. The doctor was able to dissect the bed completely but was not able to get through he side cut in a small area. The doctor used scissors to free the edge of the flap. There were no further issues and the flap was laid back perfectly. There are two related reports for the same facility. This report addresses patient initials, (B)(6), and another manufacturer report will be filed for the other patient.